Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed error code e315 ¿ scope communication error. The issue occurred during an unspecified procedure. The customer confirmed they were used to leaving the pigtail plugged in even when not in use. The scopes started working properly when they removed the pigtail if not in use. This immediately resolved the issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:e2,e3,g2 additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, during troubleshooting with olympus technical assistance center (tac), it was found that the user was leaving the pigtail cable plugged into the video system center while swapping scopes. The user was advised by the tac technician to remove the pigtail and connect the 190 series scope, which resolved the issue (non-supported scope e315 error). A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: the instruction manual of cv-190 (drawing no. Gt6776) describes the following, and the reported phenomenon might be prevented by following the descriptions. [3.1 precautions for installation and connection] properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.